Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by cloudy peritoneal effluent fluid), which required antibiotic therapy. Causality was attributed to a breach of aseptic technique (touch contamination) while performing an additional (newly prescribed) daytime exchange. It is a well-known fact those individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient experienced peritonitis. Follow-up with the pdrn revealed the patient presented to the outpatient home dialysis clinic with complaints of cloudy peritoneal effluent fluid. The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg x14 days and cefazolin 1000 mg x14 days. It is unknown if a peritoneal effluent fluid culture and/or cell count was collected; however, causality was attributed to a touch contamination event during a daytime exchange. The patient contact admitted to breaching sterile technique during a newly prescribed daytime exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient experienced peritonitis. Follow-up with the pdrnrevealed the patient presented to the outpatient home dialysis clinic with complaints of cloudy peritoneal effluent fluid. The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg x14 days and cefazolin 1000 mg x14 days. It is unknown if a peritoneal effluent fluid culture and/or cell count was collected; however, causality was attributed to a touch contamination event during a daytime exchange. The patient contact admitted to breaching sterile technique during a newly prescribed daytime exchange.